Manufacturer narrative:
A philips service engineer was not able to repair the device due to the device is in an unknown location; therefore, the repair could not be conducted. It could not be determined if it failed to meet specifications. It was also noted that the customer does not want to proceed with the repair. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that while servicing the device, it was observed that the device is getting error code 1104 backup alarm failed message in the diagnostic report. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) installed a new motor controller (mc) printed circuit board assembly (pcba) and indicated that the issue still is persistent. It was determined that the mc board was defective and has been returned. It appears that a central processing unit (cpu) and power supply replacement is necessary to resolve this problem. The investigation is ongoing.